Event description:
Staff noticed that battery light was on. Respiratory therapist (rt) responded to ltv alarm, went to unplug the ventilator and plug into a new outlet and battery went dead. Patient bagged with an ambu-bag. Patient was placed on a different ventilator.